Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver passed the charge and boot testing. The receiver log was downloaded and reviewed, finding no errors related to the complaint. The g5 global receiver functional test was performed, and it passed. Manual "try it" testing was performed and it passed in vibrator mode. The receiver case was opened for internal visual inspection and passed. The vibrator resistance was measured and was found within the specification. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.